Manufacturer narrative:
Initial reporter phone and fax number: (B)(6). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MFR: 2134265-2015-08503. (B)(6) study. It was reported that a pericardial effusion occurred post procedure. The patient was admitted to the hospital in (B)(6) 2014 for an elective left atrial appendage (laa) closure procedure. The procedure was performed the next day. During the procedure, the watchman access system was used with a 30mm watchman laa closure device & delivery system. The watchman closure device was successfully implanted. The patient was stable post procedure and subsequently transferred to the peripheral ward. Overnight, the patient was transferred to the intensive care unit (ICU) because of decreased vigilance, hypotension with a blood pressure that could not be measured and oxygen levels of 80% without o2 administration. Electrocardiographically, no changes compared with the previously recorded electrocardiograms. Upon arrival at the ICU, the patient was somnolent and arousable, no focal neurological deficits. There was no re-bleeding or hematomas noted at the puncture site. Protective intubation was performed because of respiratory insufficiency and catecholamine dependence. Echocardiography marked a pericardial effusion approximately 2cm in front of the right ventricle from the subxiphoid aspect with hemodynamically relevant compression of the right ventricle. After pericardial aspiration and auto-transfusion of a total of 230 ml of hemorrhagic effusion, the patient had a rapid increase in the blood pressure and rapid respiratory improvement. The next day the patient was extubated without complications. It was noted that because of a bronchopulmonary infection, antibiotics were administered along with inhalations, and respiratory therapy, resulting in regression of the infectious parameters. After 3 days, the patient was transferred to the peripheral ward in good general condition. Four days later the patient went in asystole and required resuscitation because of hypoxia, which was most likely due to aspiration. The patient regained a stable circulatory status after CPR, rapid intubation and ventilation. A single episode of ventricular fibrillation in the ICU, which was able to be interrupted with 1 x 150 j defibrillation. Afterward, she was again in asystole. Based on echocardiography, the recurrence of the pericardial effusion was ruled out as the cause. Overall, after 45 min of resuscitation and repeated administration of suprarenin and single doses of bicarbonate, the patient died. The death is not considered related to the watchman device or procedure.